Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer reported her blood glucose (bg) reached 319 mg/dl while wearing the pod longer than 48 hours. The patient consumed "a huge piece of cake" and purposely did not bolus due to frustrations of being a diabetic and unspecified frustrations with our product. Patient stated she was dealing with an undiagnosed case of bronchitis. The patient reported foggy vision in addition to the elevated bg reading reported, therefore, she sought care from an emergency room. An intravenous delivery of an "unknown substance" was administered as treatment.